Manufacturer narrative:
Product event summary #geo event description: preliminary geo assessment: preliminary geo conclusion: concomitant product: product ID: 309328, lot# 0209021262, implanted: (B)(6) 2014, product type: lead.

Event description:
Information received from a healthcare provider (hcp) for a clinical study, via a manufacturing representative, reported a worsening of urinary incontinence since (B)(6) 2014. No diagnostics/troubleshooting performed. Reprogramming of the neurostimulator resolved the issue on (B)(6) 2015. The event was assessed as non-serious and related to the device. No interventions occurred. Medical history included fecal and urinary incontinence due to post-operative trauma since 2013.

Manufacturer narrative:
Correction: event shouldn't have been reported. Review of this MDR and/or additional information received shows the event occurred since implant. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No additional information will be sent on this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the worsening of urinary incontinence was linked to lead implant during the test start.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.